Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the pt had iol discomfort and thought it was unsatisfactory. The iol was exchanged for another lens of different power. In a f/u, a tech reported that the iol had induced astigmatism, but it resolved after the exchange procedure. The tech also reported the use of an unapproved viscoelastic device during the initial surgery.

Manufacturer narrative:
Eval summary: the product was not returned for eval. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge, an unk handpiece and an unapproved viscoelastic. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received on (B)(4) 2014. (B)(4).